Event description:
It was reported to philips that the system generated the message that the image disk space was low. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, diagnostic procedure was performed by the customer when the issue occurred, and customer deleted some images to complete the procedure. The philips field service engineer (fse) inspected the system on site and confirmed that the system generated the message that the image disk space was low. Upon troubleshooting, fse advised customers to replace ippc but customer refused to purchase. To resolve this issue, fse recreated the image storage and performed database test. The system was returned to use in good working order. The codes were updated based on the investigation outcome.